Event description:
The manufacturer received information alleging a ventilator failed to deliver the set tidal volume. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device was recalibrated to address the issue. During the evaluation of the device, the device's lcd screen was found to be blank. The device's lcd screen was replaced to address the issue.